Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report. Bin files were reviewed and did not show any system notices for the date of event, however, all inflations were non-sustained. Bin files showed that at least 5 inflations attempts were performed with the catheter.

Manufacturer narrative:
Bin files were reviewed and did not show any system notices for the date of event, however all inflations were non-sustained. Bin files showed that at least 5 inflations attempts were performed with the catheter. The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 5 injections. The catheter passed the performance testing and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than 2 minutes. Dissection / pressure testing did not show any leaks along the vacuum line that might have caused the inflation issue. The reported inflation issue has not been confirmed through testing but through data analysis. The returned catheter passed the returned product inspection as per specification.

Event description:
Medtronic received information of a pericardial effusion. The transseptal atrial puncture was performed using a rf needle and the guide wire was inserted to left atrium (la) through the foramen ovale. The physician reported difficulty/resistance inserting a transeptal introducer through the foramen ovale. The flexcath advance sheath was then inserted. Following fluoroscopy and lesion geometries at la and pulmonary veins, the arctic front advance cryoablation catheter and achieve mapping catheter were inserted in the flexcath advance sheath and placed at the lspv. There were issues during inflation of the balloon of the cryoablation catheter; the balloon was not sufficiently inflated for ablation and the physician removed the catheter to replace it with another arctic front advance catheter. When the new catheter was prepared, the pv fluoroscopy was reviewed and found that the slight amount of dye was leaking out of the blood vessel area (epicardium). Intracardiac echography showed possible accumulation of pecardial effusion and the procedure was stopped. The patient's health care providers reported that the patient's blood pressure decreased and 600cc of fluid was aspirated. The patient is expected to be hospitalized more than one week. Device 1 of 3, reference MFR report: 3002648230-2014-00203 and 3007798852-2014-00021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.